Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A valid serial number has not been provided for the freestyle strips. The dhrs (device history review) for the freestyle freedom lite meter were reviewed, and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that the freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for the freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in per the customer report of "in (B)(6)". All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an "error 0086" message with the adc blood glucose meter. The customer was unable to test blood glucose and subsequently experienced a loss of consciousness. The customer had contact with a healthcare professional, and was diagnosed with hypoglycemia and treated with a glucose drip. There was no report of death or permanent injury associated with this event.